Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/22/2025. Data was further reviewed. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On 09/30/2025, a hypoglycemic seizure was reported involving the patient. According to the patient, although their continuous glucose monitor (cgm) was displaying an unspecified low glucose value, no alert was received from the dexcom app indicating a hypoglycemic event. No cgm or blood glucose (bg) meter readings were provided at the time of the report. The patient was wearing an omnipod insulin pump during the incident. Treatment included administration of a glucagon injection, glucose gel, and juice; however, it was not specified who provided these interventions. Additionally, it was not indicated whether the patient sought care from a higher-level medical provider. The patient recovered following the event and was reported to be ¿fine¿ at the time of documentation. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.